Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was resetting. The cause for the abnormal shutdowns was isolated to a defective u1000 sdram memory chip on the computer/analog board. The root cause for the defective u1000 memory chip could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 107 (multiple abnormal shutdowns).